Manufacturer narrative:
(B)(4). Additional information was obtained: date of death: (B)(6) 2015. At the morning of post op day 14 the first signs of pulmonary embolism occurred. During surgery on (B)(6), the characteristic cracking noise when firing the pph01 was not detected. The orange indicator for staple height was within the green scale (2/3). It was not checked if the tissue was evenly placed in the device (black box method). After removing the device out of situs it was observed that the device cut but did not staple. The staples were found to be lying unformed in situs. There was no severe bleeding.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Batch # unk. Additional information was obtained: patient died post-operatively due to a pulmonary embolism. There is currently an ongoing investigation by public prosecution and the device has been confiscated as evidence. Resection of anterior rectum wall without any problems. During resection of the posterior rectum wall the characteristic cracking noise during firing of the device was not detected. After opening and removing the device it was observed that the device cut but did not staple. The staples were found to be completely unformed in situs. It was not possible to finish the procedure by transanal approach. Therefore the procedure was continued by laparotomy, resection of anterior rectum, colo-anal anastomosis and loop-ileostoma. The file will remain a serious injury per the rationale provided by the medical safety officer: the pulmonary embolus leading to the death of the patient is unrelated to the device. Pulmonary embolus is a known complication of any surgical procedure. The following information was requested, but unavailable: what is the surgeon¿s experience with device and who fired the device? Was device difficult to close or difficult to fire? Did the surgeon confirm if washer cut after firing? Are photos available? Will the device be available for analysis? Would the surgeon be willing to speak to medical and engineering? Response: no further information is currently available.

Event description:
It was reported that during a stapled trans anal resection of the rectum procedure, did not staple but cut. Unformed staples were on the patient and could be removed. They had to do a laparotomy, anterior rectum resection, coloanale anastomosis, look-lleostoma. They converted to open.